Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant of the implantable pulse generator (ipg) for an unknown reason. No additional information was available.

Manufacturer narrative:
Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 347787.